Event description:
This lead was explanted and replaced due to noise. The physician also replaced the ICD at the same time because it was decided a df4 device would be better for the patient. There were no adverse patient events reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.